Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2023. D6b: explant date: (B)(6) 2023.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg explant procedure.